Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the compressor is noisy. In addition, initial o2 was at 64%, meaning red light/shut down.